Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s blood glucose was over 500 mg/dl. The customer experienced nausea and vomiting due to high blood glucose. The customer treated high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appeared normal. The customer did allege under delivery on insulin pump because blood glucose came down with injection but took some time. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump passed displacement test. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.